Event description:
It was reported that the customer's pump screen remained dark and would not turn on, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Customer reverted to an alternate method of insulin therapy.